Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms. Upon review, the impedance measurements were gradually rising from 88 ohms during implant to now at 125 ohms. The trends showed erratic measurements with a steady increase from 90 ohms at implant to 100-110 ohms now with a singular measurement of 125 ohms. Technical services (ts) stated that the trend also showed a jump in all measurements however the shock impedance 2 days post implant which might indicate that there could be lead dislodgement. Ts recommended boston scientific representative to investigate whether there was a revision or if not, gather x-rays to confirm proper lead position. The patient was going to visit the clinic for further provocation testing. This rv lead currently remains in service. No adverse patient effects were reported.